Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus and medication could not be removed or refilled. A field service engineer pulled the drawer, inspected and reseated all cables, and rebooted the system after which the drawer returned, and further tested the drawer with test software including rx test and inventory with all results ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on the bus, and medication could not be removed or refilled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.